Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an unspecified error message issue with a one touch ultra meter. The patient indicated that the alleged issue started on an unspecified date/time a month and a half prior to contacting lfs on (B)(6) 2010. Around the same time the alleged issue began, the patient claimed that she developed a symptom of an electric sensation in her right arm. Also, when the alleged issue started, the patient's niece (a doctor) advised the patient to start taking over-the-counter "complex b12." During the time of concern, the patient took his usual dosages of glucovance. On (B)(6) 2010, the patient claimed that she developed a symptom of blurred vision because of the alleged issue. On (B)(6) 2010, at 7:00 pm, the patient's blood glucose was tested on an unidentified device and a result of "206 mg/dl" was obtained. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Event description:
Nurse tested on herself and allegedly received the following results, with two different roche meters, within 10 minutes: 96 mg/dl (inform meter (B)(4)) and hi (greater than 600 mg/dl) (inform meter (B)(4)) no actions taken based on device results. Meter (B)(4) had been used previously on two patients, and no adverse event was reported for them. No adverse event reported for the nurse. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.